Event description:
(2/2 reference (B)(4) for related complaints) (documenting previous week cassette incident): it was reported that no disposable alarm on both legacy pumps, no cassette lot number available. Advised to mix new cassette, infusion started with no issues. Patient reports this cassette was newly mixed, but had issue during previous week, halfway through cassette. No lot number available. Cassette not available for return. No further details provided.